Event description:
It was reported that not able to zero on the vigileo monitor. There were no patient complications reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed. As received zero-stopcock had been twisted and partially broken. Damage occurred at bonded flotrac housing male luer. Flotrac sensor zeroed without any problem. However, flotrac sensor did not sense pressure. Electrical testing showed open condition at input circuit. Continuity testing indicated that there was no open condition at cable connector and cable area. #1 and 4 leadwires were also pulled out of connector slots for further electrical and continuity testing. Test results proved that cable connector did not cause any interference. No visible defect was observed at solder joints and circuit board areas. Entire flotrac unit was scanned under x-ray but no visible damage was detected. Flow path was clear without any occlusion. Test results suggested that open condition appeared to be at circuit board. Dpt functioned properly. Leadwire #4 was broken at cable connector during evaluation process.